Event description:
Same case as MDR ID # 2134265-2013-00648, 2134265-2013-00650. It was reported that during preparation for a diagnosis procedure, the ilab motordrive did not perform pullback. The motordrive was replaced and the equipment is working properly. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).